Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, capsulitis, acute increase of volume, severe pain and presence of fluid content around the prosthesis." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, capsulitis, acute increase of volume, severe pain and presence of fluid content around the prosthesis." The device has been explanted.